Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of "failure code 812:02 channel b ". This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 812:02 on channel b was confirmed during product evaluation. The root cause of the reported problem was determined to be a defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. This is involving a pump with software version 5.04.00 which is categorized as unremediated.